Event description:
Patient admitted for surgery to replace medtronic spinal leads and generator stimulator battery due to battery depletion. The abdominal pocket where the generator was easily dissected free, disconnected and removed. The pocket was healed. Md attempted to disconnect and remove the extension leads from the main epidural leads. The white leads disconnected easily and came apart nicely. The gray leads did not disconnected at all and appeared to be annealed and sealed against all of the wires and nuts. It could not be disconnected and seemed frayed across the entire area. The lead was then cut and disconnected. As a result the left sided leads will no longer be functioning. There was no patient injury. Medtronic spinal generator with new reprogrammable generator.